Event description:
It was reported that a homechoice device experienced an unspecified alarm. It is unknown if the patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: catalog number changed from 5c8310 to 5c8310r. The reported event was unknown; however, a slow flow supply alarm was identified during a review of the event history log. Internal and external inspection was performed and no issues were noted. A visual inspection showed no issues. The power on self-test was successfully performed. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.